Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer was able to charge the pump by holding the cable at a particular angle. There was no impact to the customer's blood glucose level.